Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient had a seroma at the pocket site. The seroma was drained and the patient was given antibiotics prophylactically. There have been no reports of further complications regarding this event.